Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had black cable frayed. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There was not material missing and the conductor wire was not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. The complaint regarding the black cable being frayed was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: when asked if the black insulation was stripped or damaged with internal wire exposure, the initial reporter was unsure due it the insulation not being able to be inspected. The cable appeared to be intact when the device was sent in for evaluation. The reported issue was identified in spd. In regard to any device issues identified in the last procedure, nothing out of the ordinary was conveyed to the reporter. There was no loss of cautery associated with the reported event. It was unknown if there were any instruments collisions that occurred during the procedure, or if there were any signs of thermal damage at the site of the breakage. There are no photographic images of the device available for review.

Event description:
Refer to h11 for follow-up information.